Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E3: reporter is a j&j sales representative. H4: the device expiration date and date of manufacture are unknown at this time. UDI: (B)(4). H4: the device expiration date and date of manufacture were unknown in the initial report and have been updated accordingly. The device UDI has also been updated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. D4 h4: the device expiration date and date of manufacture are unknown at this time. (B)(4 photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Two arthroscopic images were returned, visual inspection reveled that only a partial part of one plate is shown, it does not appear to have stcrtural anomalies. With the photos provided is not possible to identify the second plate. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, there is no enough evidence to adjudicate a root cause for the issue experience by the customer. Therefore, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. DHR review found that there was no non conformances regarding this lot.

Event description:
It was reported by the sales rep in china that during a meniscal repair of the knee joint the omnispan meniscal repair device after 1st firing, two plates were deployed at the same time. Changed a to a 2nd omnispan meniscal repair device in order to continue the surgery and the same problem happened again. There were no adverse consequences to the patient another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 2 for (B)(4).